Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an hamstring surgery the swivelock anchor broke during insertion into the bone. No parts remained in the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8928bc-cp batch 15294339 was received for evaluation. Visual inspection revealed that the screw was broken; only a fragment was returned for evaluation. Upon examining the returned piece, it was noted that the threads were warped, indicating that excessive force had been applied. Similar damage was also observed on the tip of the outer molded shaft. Functional testing evaluated how the inner shaft and the outer shaft function together; no issues or resistance were found. The most likely cause of the reported and observed failure is user error, specifically, improper bone preparation, misalignment during insertion, and/or leveraging the device while inserting it.